Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded.

Event description:
It was reported that during the resection of the left parotid gland tumor, the skin was cut with a micro anatomical tungsten needle combined with an ultrasonic knife to cut and remove the tumor. It was noticed after the incision was closed that the tip of the needle was found to be 0.5mm short.